Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 4 years, 6 months. The replaced portion of the percutaneous lead was received for investigation. The evaluation is not complete. The patient remains ongoing on vad support. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient experienced a pump stoppage while standing up from his bed and connected to battery power. The patient has an oversewn aortic valve and felt lightheaded and dizzy. The episode resolved within seconds. It was believed that it was a positional occurrence and that the patient may have twisted his percutaneous lead wires. A review of the system controller log file data found no adverse alarms or events leading up to or after the pump stop event. Submitted x-rays showed some shield stretching. On (B)(6) 2015, a driveline evaluation was performed by the manufacturer's technical services and no open wires were found while performing phase interrupter testing. On (B)(6) 2015, an external percutaneous lead replacement was performed approximately 2 inches from the exit site due to suspected damage at the distal bend relief area as seen on x-rays. Upon removing the white outer jacket, gaps in the braided shielding were found. The shielding was worn and frail and some strands fell apart while removing the bionate cover. After completing the repair, when the pump was reconnected to a grounded power module patient cable, a red heart alarm and pump stoppage immediately occurred. The pump was placed back on battery power and immediately came back on, and the patient stabilized. The patient is currently listed as status 1a for transplant and there are no plans for a pump exchange at this time. No further information was provided.

Manufacturer narrative:
The evaluation of the returned pump revealed internal and external percutaneous lead wire damage. Visual analysis of the pump¿s blood-contacting surfaces upon disassembly of the pump revealed no evidence of depositions or thrombus formations. The disassembled pump¿s bearings, rotor, and blood-contacting surfaces were examined under a microscope and no anomalies were observed. Examination of the wires did reveal that the internal conductors of the yellow wire had fractured without resulting in a breach to the insulation. This damage appeared to be related to excessive kinking or trauma to the wire in this location. Visual inspection of the severed portion of the percutaneous lead revealed no breaches in the insulation of any of the wires. Visual examination of the pump end section of the percutaneous lead revealed breaches to the orange, green, and black wires approximately 8 inches from the pump housing. If the exposed conductors of the orange, green, or black wires contacted the braided shield while operating on a tethered power source, the resulting short to ground would have caused the reported alarms and pump stoppages. The reported event also could have resulted from a phase-to-phase short if any of the exposed conductors made direct contact or simultaneous contact with the braided shield on tethered or battery power. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: it was reported that the patient underwent an emergent pump exchange on (B)(6) 2015 due to pump stoppages.

Manufacturer narrative:
Although the evaluation of the returned portion of the percutaneous lead did confirm underlying conductor damage, a root cause for reported alarm events could not be determined through this evaluation. The log file revealed one incident of a driveline disconnect on (B)(6) 2015 which resulted in subsequent motor stop, low flow, and low speed events. These alarms cleared and did not reoccur throughout the remainder of the log file. Approximately 14 inches of the external portion/distal end of the percutaneous lead was returned to the manufacturer for evaluation. Damage to the outer silastic jacket was noted and had been repaired with silicone tape. Examination of the wires did reveal that the internal conductors of the yellow wire had fractured without resulting in a breach to the insulation. This damage appeared to be related to excessive kinking or trauma to the wire in this location. The percutaneous lead was submerged in a saline bath for hipot testing to check for current leakage through the wire insulation, and no breaches to the insulation of the wires was identified. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.